Event description:
After 7 years of successful cochlear implant use, this pt fell and banged their head on a banister. After this incident pt could no longer hear. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery has been recommended but has still not been decided upon.